Event description:
The field engineer reported that during a preventative maintenance visit, the system displayed a communication error message and would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups (uninterruptible power supply) was replaced. The system was then found to be operating as intended.